Event description:
A us distributor returned a monitor that was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to run detect and treat due to physical issue) has been confirmed. Upon investigation the monitor case was severely damaged preventing the battery from being inserted. The root cause for the damaged case was physical damage. No adverse event resulted from the damaged monitor.